Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via gravity. After an unspecified length of time, the option-lok male adapter of a second primary tubing set was connected to the clave y-site of the first primary tubing set for delivery of an unspecified concentration of carboplatin, at an unspecified rate, via a plum pump. After an unspecified length of time after the delivery of carboplatin was started, it was reported that 50-75ml of solution leaked onto the pt's right hand and floor. The delivery was stopped. At this time, it was reported that the distal tip of the option-lok male adapter of the second primary tubing set had broke off and a piece remained lodged inside the clave y-site of the first primary tubing set. It was reported that the pt double washed her hands as a precaution and the solution that leaked was cleaned up according to the user facility's protocol. The physician was notified and examined the pt; however, no medical interventions were required. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified two possible lot number (plots). A representative device from the possible lot numbers 281455h and 290835h are expected to be returned for investigation. The devices have not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.